Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. A philips field service engineer (fse) examined the system onsite and confirmed that the system would not fully boot up. Review of the log files shows boot up error on host pc. Upon troubleshooting, fse found that the issue is caused by incoming hospital power supply fluctuation/bump. Fse decided to monitor the system for any reoccurrence. No reoccurrence was reported. As a result, no service has been carried out by philips. There has been no additional information received to date. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system did not fully boot up. No harm was reported to philips. Philips has started an investigation of this complaint.